Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The device had a scratched lens, bent latch lock, and peeling dso seal. The reported problem was duplicated during testing. The pump was found to be over delivering to the manufacturing specifications of +/-3%. The root cause is that the expulsor was out of specification. The expulsor was trimmed and replaced the dso seal. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device over infused. The event occurred during testing, there was no patient involvement.